Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up due to a damaged disk tray in the suite pc. To resolve the issue fse ordered and replaced the solid state drive (ssd) of the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
Systeem start niet op, ronald bok gaat klant terug bellen it has been reported to philips that the system would not start up. No harm has been reported to philips. Philips has started an investigation of this complaint.